Event description:
A hill rom total care, serial number (B)(6) had a malfunctioning blower motor. (B)(4.) This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).